Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm sp monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.79mm x 1.35mm in size. Additional observation not reported by site: the instrument was found to have scratch marks/abrasions on the tube adapter. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors instrument tip was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after processing in the decontamination. The instruments are inspected prior to use and before reprocessing and no damage was noticed before the surgery. The instrument was able to be used throughout the whole procedure. The issues did not cause any harm or injury to the patient.